Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: difficult to open or remove packaging material

Event description:
Healthcare professional reported that "after the implant was opened, the surgeon noticed that the implant shell was stuck together on the outside. The shell fold was glued together and unable to be separated". This record is for the unknown side. The device was not implanted.